Event description:
Caller reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support through a pump reset process, after which the error did not appear again, and customer successfully restarted their sensor session.